Event description:
It is reported through the patient's attorney that the patient underwent left knee replacement in 2001. Post-op, the patient had difficulty with pain. A revision surgery was performed in 2005, wherein polyethylene wear was noted.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Eval: no product or x-rays were returned for review. Device history records indicate device manufactured to specification.